Event description:
It was reported that when the surgeon was extracting the screw, the head of it broke off. The remaining parts had to be extracted by using a hollow drill over the existing screw to get better grip on the screw, finally only the threaded part remained in the bone.